Event description:
Boston scientific received information that since implant of this pacemaker with the chronic right atrial (ra) and right ventricular (rv) lead, the patient experienced syncopal episodes. It was reported that during one episode, the patient fell and suffered from a concussion. The patient reported that the physician suspected a potential connection issue with the heart wall/tissue. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Event description:
Additional information was received that the patient was seen for routine follow up. Interrogation of the device with a programmer noted no anomalies. The physician will continue monitoring.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4).